Event description:
It was reported that the patient presented in clinic for follow-up. Post magnetic resonance imaging, it was found that the pacemaker exhibited incorrect battery longevity estimation due to diagnostic anomaly. No intervention was performed. Patient condition was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.